Event description:
The complainant reported that during the clinician's therapeutic removal of an enteral feeding device from a pt (age and gender unknown),after a three and half month plcement, the button dome separated from the tube portion of the device. The tube was successfuly removed from the pt. The device was then successfully removed with the aid of forceps. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.